Manufacturer narrative:
The manufacturing site received two cases with a combined total of 519 samples with this customer report. A complete investigation was performed. A brownish coloured substance on the plunger thumb rest was identified on one of the syringe samples with an acceptable quality level (aql) of 0.40%. In accordance to inspection standard for syringe plunger rods, cleanliness: soil, loose particles, dust, grease, or any extraneous matter on plunger¿. Grease on the outside diameter of the syringe barrel was identified on fourteen of the syringe samples in accordance to the inspection standard for safety and syringe barrel. Bent luer taper was identified on four of the syringe samples. In accordance inspection standard for safety and syringe barrel ¿flash or malformation that would impair function or impede assembly including broken tip¿. Per aql inspector slide rule, ansi/asq z1.4-2008, nineteen total defects with an aql of 0.40 for a lot size of 100,125 pieces exceeds the acceptable quality limits. Sample size of 500 with acc 5/ rej 6. The device history record (DHR) for lot 719446x was reviewed. During the manufacturing of the syringe assemblies, 2,528 syringes were visually inspected and 1,027 syringes were physically tested with 0 defects recorded relating to this customer report. Possible contributing factors to the reported condition of ¿dirt/grease found on and in syringes and also inside syringe bag.¿ include, but are not limited to: ¿ a small amount of grease from the manufacturing environment may have gotten onto a transporting conveyor from the molding machine, or part feeding stations. The records of completed cleaning and maintenance activities were verified to have been completed during manufacturing of this lot. The plant is unable to control packaging and handling of product after it has been shipped from the facility. Damage to the packaging could have occurred at the distribution center, in transit to the customer or in the possession of the customer. ¿ contamination could occur with further handling and processing outside of the manufacturing facility. The following control mechanisms are in place to prevent the occurrence and acceptance of ¿dirt/grease found on and in syringes and also inside syringe bag¿ during the assembly and packaging processes: cardinal health maintains a material qualification process. The material qualification process requires verification of the stability and performance of the medical device and its components to iso standards. A material verification processes is in place. The resin must pass an inspection, physical testing and certification review before release to the manufacturing floor for production. Procedures and work instructions exist for the proper handling and verification of materials and the operation of the syringe assembly machine. Personnel are trained and certified in the operation of the molding, printing, assembly and packaging equipment, product evaluation and documentation requirements. During production, the processing equipment is checked regularly to verify that the detection systems are functioning properly to ensure the identification of defective syringes. Every precaution is taken when manufacturing this product to prevent contamination by foreign materials. During manufacturing, syringes are assembled using automated equipment, with a minimal amount of handling during processing. The machines, molds, syntrons, hoppers and trays are wiped down regularly. Totes are lined with new plastic bags to prevent contamination. During manufacturing of this product, inspectors routinely test samples for shield lock out to ensure it meets acceptable quality levels. All lots and shop orders are visually and physically inspected to the quality inspection standard, and the statistical sampling must meet the acceptance quality level requirements. A lot cannot be released unless it passes all specification requirements. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 12/12/2017. An investigation is currently underway; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that there was dirt/grease found on and inside syringes and also inside the syringe bag.